Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was conforming. This medwatch is being voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was conforming. This medwatch is being voided.

Event description:
It was reported that during inspection at arrival, the distributorship found the product to be nonconforming. They found a hair-like debris in the sterile package. The event occurred outside of surgery and there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00948, 0001526350-2023-00950.